Event description:
It was reported that the patient presented for a follow-up in clinic. Upon interrogation, it was noted that there was a discrepancy in two different atrial fibrillation graphs. No intervention was performed. The patient was stable.